Event description:
The user facility reported that during a diagnostic colonoscopy, they experienced a total loss of image. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's claim of "no image." There was evidence of heavy fluid invasion and corrosion in the body control unit and electrical connector, which damaged the charge coupler device (ccd). Additionally, there were signs of physical damage in the instrument channel of the endoscope, and third party repairs to the insertion tube, switch number one, light guide tube and electrical connector. The loss of image was likely related to fluid invasion, but the third-party repairs cannot be ruled out as a contributing factor. This report is being filed as an MDR in an abundance of caution.